Manufacturer narrative:
Final device analysis was not possible. The device was returned with the capsule missing.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the patient's esophagus. It was noted that the capsule trocar needle failed to advance. No serious injury to the patient was reported.